Event description:
It was reported a dressing was applied to the patient post-operative following a total hip replacement procedure. The dressing was changed 2 days later. Upon application, two dressings were placed over the incision. Due to the size of the incision, the dressings were overlapped. The next day, the patient reported a burning sensation under the dressing. The patient was allegedly advised to remove the dressing. Once removed, the patient visualized a red skin discoloration in shape of dressing. The patient discontinued use of the dressing and the redness resolved on its own within one week. No further patient complications were reported.

Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.